Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. Customer was not with the pump to perform troubleshooting at the time event was reported. Tandem technical support attempted to reach the customer to complete troubleshooting; however, no additional information was provided.